Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the customer filled the cartridge with 120 units, and delivered a 8 unit bolus, and the insulin gauge displayed 55 units. Subsequently, cold insulin had been used to fill the cartridge, and the customer used an insulin pen to fill the cartridge. The customer declined to reload the cartridge, and was recommended by tandem technical support to use room temperature insulin per labeling instructions and use the tandem provided syringe to fill the cartridge. There was no impact to the customer's blood glucose level.